Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter, after articulation of fingers, plastic fragments broke off and fell into the pt. All fragments were retrieved.